Manufacturer narrative:
E1: initial reported facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 72% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalica antebrachii. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation while being inflated to 32 atmospheres for 30 seconds. The procedure was completed using another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reported facility name: (B)(6) hospital. E1, initial reporter phone: (B)(6). The device was returned for analysis. Visual examination showed that the balloon was not folded, indicating exposure to positive pressure. A longitudinal tear was identified in the balloon material, measuring approximately 2 mm in length and located in the mid-region of the balloon. Visual and tactile examination revealed no kinks or damage to the shaft, and no damage to the tip was observed.

Event description:
It was reported that balloon rupture occurred. The 72% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalica antebrachii. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation while being inflated to 32 atmospheres for 30 seconds. The procedure was completed using another of the same device. There were no patient complications as a result of this event. It was further reported that there were two devices used in the same one procedure. It was further reported that the patient did not have significantly challenging anatomy.

Event description:
It was reported that balloon rupture occurred. The 72% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalica antebrachii. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation while being inflated to 32 atmospheres for 30 seconds. The procedure was completed using another of the same device. There were no patient complications as a result of this event. It was further reported that there were two devices used in the same one procedure.

Manufacturer narrative:
E1: initial reported facility name: (B)(6). E1 - initial reporter phone: (B)(6). The device was returned for analysis. Visual examination showed that the balloon was not folded, indicating exposure to positive pressure. A longitudinal tear was identified in the balloon material, measuring approximately 2 mm in length and located in the mid-region of the balloon. Visual and tactile examination revealed no kinks or damage to the shaft, and no damage to the tip was observed.

Manufacturer narrative:
E1: initial reported facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 72% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalica antebrachii. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation while being inflated to 32 atmospheres for 30 seconds. The procedure was completed using another of the same device. There were no patient complications as a result of this event. It was further reported that there were two devices used in the same one procedure.